Manufacturer narrative:
Concomitant: product ID 3708340, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3998, lot# v020904, implanted: 2007-(B)(6), product type lead. Product ID 3708340, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient, product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. (B)(4).

Event description:
It was reported that stimulation was intermittent when the patient was in certain positions. In some positions, stimulation felt strong and in other positions it felt like it was off. The intermittency was not ¿progressing¿. This issue had been occurring for 3-4 months. Using the patient programmer, it was confirmed that the stimulation was on when the patient felt it turn off. There were no falls or trauma in the time frame when the symptoms began. Stimulation was reportedly still in the normal coverage area in the legs when on. The group impedances were 549 ohms and 517 ohms on programs 1 and 2 respectively. Electrode impedances were between the range of 915-1124 ohms with reference electrode 0 and 915-1108 ohms with reference electrode 8. The patient had been programed to 4.4v, 390us and 20hz on electrodes 0+ 1+ 2- 3- and 4.4v, 390us and 20hz on electrodes 8+, 9+, 10 -, 11- on programs 1 and 2 respectively. At the time of the report the patient felt a jolt down his right leg when the lead/extension site was palpated. The patient was being referred to the implanting surgeon for a lead revision/battery replacement. If additional information becomes available, a follow-up report will be submitted.